Event description:
Near the conclusion of a procedure using a swartz braided introducer, the tip of the introducer became detached. Two swartz braided introducers were used for the procedure and the user noted binding upon removal. One of the two introducers was removed and an angioseal was deployed without suspected interference with the remaining swartz braided introducer. Upon removal of the second swartz braided introducer, the tip of the introducer detached in the right atrium and became lodged in the pulmonary artery. A non-sjm balloon-enabled snare was used to successfully retrieve the introducer tip with no consequences to the patient. The patient was stable and discharged the following day. The physician reported no performance issues with the introducer prior to removal.

Manufacturer narrative:
One 8.5f swartz braided introducer was returned for evaluation. Visual inspection revealed the distal end of the sheath had been fractured and detached. In addition, a perforation was noted near the proximal end of the detached tip. The tubing material was manipulated to test the durability of the sheath, which inadvertently created fractures in two locations along its length. Based on the information received, the device was removed from the box and hung up on an inventory rack in the ep lab. The product IFU warns that the product should be stored in a cool, dark, dry place. The damage is consistent with the product being stored outside of the box and exposed to light. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device history record for the above-referenced product was unable to be reviewed since the lot number is unknown. The cause of the fractured introducer is consistent with exposure to light and subsequent material degradation.